Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. Patient reports that she has pain in urethra and was not emptying bladder. Patient reports that she still hasn't noticed improvement. Patient wanted to review instructions on how to use the patient programmer. Syncing with the programmer showed stim was on, and reviewed general therapy information and programming guidance. Caller redirected to follow up with hcp. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported patient reports that she has been experiencing symptoms of uti: pain in urethra and not emptying bladder so she took a round of macrobid for 7-8 days and just finished last night. Patient reports that she still hasn't noticed improvement. Please note that patient did not do go any hcp for testing for uti. Patient wanted to review instructions on how to use the patient programmer. Syncing with the programmer showed stim was on, and it was reviewed that with a potential uti it is recommended to have that treated first prior to making any adjustments. Reviewed general therapy information and programming guidance. Caller redirected to follow up with hcp to test for uti. No further complications were reported or are anticipated.